Event description:
It was reported that the device was used during a cystectomy procedure. The device locked out after one reload. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4): results/conclusions: damaged yoke. Evaluation summary: the analysis results found that the cts45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples and with no damage to the spring cartridge lockout. The device was noted to have the clamping mechanism damaged, no functional test was performed due to the condition of the device. However, the reload was tested for functionality on a test device and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube. Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.